Event description:
It was reported by the physician that high impedance was detected on the patient's device by both normal and system diagnostics. X-rays found no evidence of a lead fracture. The physician believed that the patient was not likely receiving full programmed stimulation and the patient and father believed that the patient's voice change with stimulation had been prominent for around the last year. There was no known trauma or manipulation to the device. No known relevant surgical intervention has occurred to date. No further relevant information was received to date.

Event description:
It was reported that the patient's generator and lead were replaced due to high impedance. Product return is not expected. No further relevant information has been received to date.